Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh500 hematology analyzer generated erratic hemoglobin (hgb) result for two patient samples (reported in medwatch # 1061932-2011-01939 and 1061932-2011-01926). A field service engineer was dispatched to the site and rebuilt the dual head compressor. After leaving the lab, the fse was notified that the h&h check fail occurred again. The fse returned and reviewer results: after a sample was ran in manual mode, the first sample through auto mode had increased rbc and plt and decreased wbc and hgb. These results were not reported out of the laboratory. Printouts were not collected at the time and are no longer available. There was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Sample information was not provided. Controls were run before the incident and recovered within quality control (qc) range. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). On (B)(4) 2011, call center personnel recorded that the customer reported erratic hgb results. The field service engineer (fse) recorded the call was opened in (B)(4) ((B)(4) 2011) night for intermittent h&h check fails. Instrument continued to run without further problems until 3am on (B)(4) 2011. However, instrument never came back up after daily shutdown was performed. A 60 psi low errors were observed, and although high pressure regulator was adjusted up, the instrument could not build enough pressure. The fse rebuilt dual head compressor and completed instrument verification. After leaving the lab, the fse was notified that the h&h check fail occurred again. The fse returned and reviewed results: after a sample was ran in manual mode, the first sample through auto mode had increased rbc and plt and decreased wbc and hgb. The fse replaced dual actuator valve assembly that rotates the sampling valve, and completed instrument verification. The root cause may be related to the dual actuator valve assembly.